Event description:
It was reported that the patient experiences blood glucose levels as low as 42 mg/dl and as high as 400 mg/dl. The patient feels that the insulin pump is not delivering accurately. Reviewed the insulin pump programming, and it was all correct. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.